Event description:
Information received by medtronic indicated that the insulin pump cracked at the back. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump was returned for the analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11 e. Retainer = black. Customer returned pump for an alleged cosmetic damage at the back of the pump case found on (B)(6) 2022. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / force sensor / corroded battery tube. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files/traces on (B)(6) 2022 at 13:22:00 due to moisture damage on the force sensor. Force sensor zero offset within specification (22.3 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. Critical pump error (open book image) alarm confirmed triggered by pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Cosmetic damage confirmed at the back of the pump case. Moisture damage found on the pcba 1 / force sensor / corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.